Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine device interrogation in clinic, an error message appeared stating "erroneous parameters detected" and required the user to program to nominal settings. It was discussed that it could be caused by a software issue, or poor telemetry with the device during interrogation. The device was reprogrammed successfully. Patient was asymptomatic and will continue with regular follow-ups.